Event description:
On 2015-nov-19 additional information was received from a healthcare provider (hcp). The patient's current dose of lioresal 2000 mcg/ml was 284.1 mcg/day.

Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2014, product type pump; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The patient was in the emergency room complaining of feeling dizzy. It was noted that the dose had been increased by 20% in the past couple days. On (B)(4) 2015, additional information indicated that the patient was hospitalized. A brain MRI (magnetic resonance image) was performed on (B)(6) 2015 and was negative; the pump recovered without issues following the MRI. The patient was also negative for a uti (urinary tract infection). It was further noted that on (B)(6) 2015, a refill was performed with a change in drug concentration from 800mcg/ml to 2000mcg/ml; however, the new concentration was not programmed and a bridge bolus had not been performed. The programmed concentration was baclofen 800mcg/ml in a flex dose totaling 297.58mcg/day. The patient still had perineal itching and increased spasticity. Additional information was received from the company representative. On (B)(6) 2015, the patient was seen and programming was corrected; no bridge was needed as the 800mcg/ml drug had already infused. On (B)(6) 2015, (two days following the corrected programming), the patient was feeling better and was discharged from the hospital. Follow-up was being conducted to obtain device information and the cause of not performing a bridge bolus. If additional information is received, a follow-up report will be sent.